Event description:
It was reported that prior to use it was discovered that there was a mix of product with a bd vacutainer® precisionglide¿ multiple sample needle. This occurred with 2 sample needles. The following information was provided by the initial reporter: quantity of non invoiced sku in the box: 2.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for incorrect count with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Additionally, the mix of the 2 black msn needles with green msn was observed; however, review of the manufacturing dates of the two lots indicated that the green msns were manufactured more than 2 months prior to the black msns. It would not be possible for the 2 black msn needles to have been included within the original packaging of the green msn (at manufacturing release) as it had yet to be manufactured.

Manufacturer narrative:
Initial reporter phone #: unknown.

Event description:
It was reported that prior to use it was discovered that there was a mix of product with a bd vacutainer® precisionglide¿ multiple sample needle. This occurred with 2 sample needles. The following information was provided by the initial reporter: quantity of non invoiced sku in the box: 2.